Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a revision surgery performed on (B)(6) 2015, to remove two unknown 3.0mm headless compression screws from a patient¿s talus, the surgeon was unable to turn the screws to remove them with the screw driver after he chiseled around the heads of the screws. The surgeon tried to turn the screws using more force and the screws broke off at the head. The surgeon elected to leave the two broken screw shafts in the patient¿s bone and completed the procedure. The reported event resulted in a 60 minute surgical delay. This report addresses the events which occurred during the revision surgery only. This revision surgery was performed to remove the two unknown 3.0mm headless compression screws from a patient¿s talus due to pain. The screws were originally implanted on an unknown date during (B)(6) 2013. The event of patient pain and need for the subsequent revision surgery are addressed under related complaint, (B)(4), and reported accordingly. This report is for two unknown 3.0mm headless compression screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. This report is for two unknown 3.0mm headless compression screws. Part and lot numbers were not provided by reporter. The exact date of implant is unknown but was reported to be an unknown date during (B)(6) 2013. Since the shafts of the screws remain in the patient, these devices are not considered to have been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.